Event description:
It was reported that (1) device was used during an unkown procedure. It was repported by the affiliate that the pmw35 intrument jammed on the tissue (could finally release from the tissue). Another instrument was used to complete the case. There was no consequence to the pt.